Event description:
Spontaneous call from patient complaining of cassette issues. Patient confirmed cassette was aligned properly and switched pumps to confirm, it wasn't a pump issue before reaching out to pharmacy. Pharmacy reached out to on-call nurse for guidance, and upon follow up with patient, patient stated that he was able to troubleshoot the issue himself. Obtained the cassette lot number: 4329617, expiration date: not provided and relayed to patient that pharmacy would replace the cassettes to avoid any future issues with the holiday just several days away. Patient mentioned the last five cassettes used had no issues and this current one was his first. Reassured him this was just a precaution, patient voiced understanding. No further information provided including specifics on type of issue patient experienced with this cassette. Return tracking info is not available. Photographs were not provided. This is a continuous infusion set flow rate and volume delivered are unk. Position of pump when event occurred is unk. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Not yet, "morning team to f/u;" did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes, for the time being; is the infusion life sustaining? Yes; what is the outcome of the event? Cassettes to be replaced by morning team. Reported to (B)(6) by pt/caregiver.